Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a major infection on (B)(6) 2022. The patient had elevated c-reactive protein (crp) and positive blood culture. He was given parenteral antibiotics with good effect. The infection resolved without sequelae on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of decompensation of diabetes mellitus could not be conclusively established. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 22jun2021 the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including localized infection. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. This section also includes information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook contains several sections with information about how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had elevated inflammatory markers and positive blood cultures. The source of infection was likely due to chronic leg ulcers in decompensated diabetes.